Event description:
The manufacturer received information regarding a dreamstation device. The patient alleges they were diagnosed with lymphoma for the second time while using the device. There is no allegation of device malfunction. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.